Event description:
There was a sensor error coming from the ultrasound catheter during prep. The catheter was removed and replaced with no harm to the patient. Manufacturer response for diagnostic ultrasound catheter, 10fr x 90cm soundstar eco diagnostic ultrasound catheter (per site reporter).